Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that customer jumped into the lake with insulin pump attached. As a result customer is experiencing a blank screen. Customer's blood glucose was 400 mg/dl which was treated with a bolus shot. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.